Manufacturer narrative:
G4:19mar2021. B4:02apr2021. The bench repair engineer replaced the touchscreen to address the reported issue. Performed functional test and all passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported a touch screen issue. The customer contacted product support and requested for service repair. The customer is sending the unit for bench repair. The customer reported that the unit was not in use on a patient.